Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead had low impedance measurements and rising thresholds post implant. One day later it was surgically abandoned as a result.